Event description:
It was reported that the patient with this pacemaker complained of shortness of breath (sob). Upon further review, technical services (ts) discussed how a pacemaker mediated tachycardia (pmt) episode disrupted the timing cycles and caused the patient to go into a heart block with a heart rate of 130 beats per minute (bpm). Reprogramming options were discussed. No adverse patient effects were reported. This device remains in service.